Event description:
It was reported that the right ventricular lead exhibited high impedance and noise. The lead also exhibited an insulation anomaly. No adverse consequences occurred to the patient. The lead was capped and replaced during a routine device change out procedure on (B)(6) 2014.

Manufacturer narrative:
.